Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose was 160, 92, 89, and 88 mg/dl within 10 minutes, with the difference of 33%. Pt did not experience any adverse events. No further info has been reported.